Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012 and performed to specification up to (B)(6) 2012. The memory of the device has been erased on or before (B)(6) 2013. At this stage the memory indicates that the device had changed the CPR advisor mode. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minuted in duration occurring on (B)(6) 2012 and continuing until (B)(6) 2013. Investigation confirmed a fault with the device microprocessor. This is the condition required to set the device to CPR advisor mode. Inspection also revealed corrosion on the membrane tail which connects the membrane to the printed circuit board. The fault of the microprocessor is likely to be due t the corrosion found on the membrane tail. The presence of corrosion on the membrane would indicate that the device may have been stored in an adverse environment. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.

Event description:
There was no pt involved in this event. This device malfunctioned because when the device is switched on all of the led icons light-up.